Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure tissues and mucosa had built up on the tip of the device. They pulled it out from the scope and wiped it clean. When reinserted back to the scope, it failed to cauterize. The same generator settings were used to complete the procedure along with a second injection gold probe device. No visible damage to the complaint device or the packaging was reported. The device was tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.